Event description:
It was reported that after the successful deployment of an endovascular stent graft in an upper arm graft in the brachial cephalic vessel, the physician attempted to pull the device back out and the tip and inner catheter allegedly separated and remained in the vessel. The physician was able to snare the catheter and removed successfully. A 9f sheath was used. No patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint sample has been returned to the manufacturing site and the investigation is currently underway.